Event description:
A selector 24khz micro handpiece was involved in an incident during a pt procedure. A craniotomy was being done on (B)(6) 2010. The surgeon had the device in his hand for approx 1 minute when the unit began to overheat and leak saline. The pt was an adult (age was not provided) who was in contact with the handpiece approx 20 seconds. There was no injury involved with this unit. The unit was changed immediately and there was no delay in the procedure.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.